Event description:
It was reported during a permanent implant procedure on (B)(6) 2019, the physician experienced difficulty inserting the lead into the ipg header. Multiple attempts were made to insert the lead, but to no avail. As such, the physician decided to open an use another ipg and implanted the ipg with on issue.